Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek. Depuy synthes mitek would like to file this follow-up medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
It was reported that during arcr surgery, it was noted irregular pulse with the patient and his pulse stopped for a short time when the device was activated. It was brand new and the first use when the issue was happened. The device was discarded at the hospital. By using the replacement, the surgery was completed without any delay. No further information is available at this point. Jjkk will provide the details as received. Additional information received via email from our affiliate on 5-29-15 indicates the patient had no pre-existing medical conditions and is reported to be well. Additional information received via email from the service center on 6-5-15 indicates no problem was found with the vapr3 generator. Additional information received via email from our affiliate on 6-23-15 indicates the patient's heart may not have actually stopped, rather the monitor may have been affected by noise (interference) from the vapr which made it appear on the monitor like it had stopped. See associated medwatch # 1221934-2015-00844.

Event description:
It was reported that during arcr surgery, it was noted irregular pulse with the patient and his pulse stopped for a short time when the device was activated. It was brand new and the first use when the issue was happened. The device was discarded at the hospital. By using the replacement, the surgery was completed without any delay. No further information is available at this point. (B)(6) will provide the details as received.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch review and a review into the depuy synthes mitek complaints system were not conducted as the batch number is unknown. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during arcr surgery, it was noted irregular pulse with the patient and his pulse stopped for a short time when the device was activated. It was brand new and the first use when the issue was happened. The device was discarded at the hospital. By using the replacement, the surgery was completed without any delay. No further information is available at this point. (B)(4) will provide the details as received. Additional information received via email from our affiliate on 5-29-15 indicates the patient had no pre-existing medical conditions and is reported to be well. Additional information received via email from the service center on 6-5-15 indicates no problem was found with the vapr3 generator. Additional information received via email from our affiliate on 6-23-15 indicates the patient't heart may not have actually stopped, rather the monitor may have been affected by noise (interference) from the vapr which made it appear on the monitor like it had stopped. See associated medwatch # 1221934-2015-00844.